Event description:
A report was received stated that during a routine tracheostomy tube change, the clinician discovered that the cuff of the tube had leaked while in use. Total time in use is unk. Replacement was completed. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.